Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl. The customer¿s current blood glucose value was 395 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. Based on customer¿s report customer does not allege under delivery. Report states that the auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.